Event description:
Related manufacturer reference number: 2017865-2023-13493. It was reported that a patient presented with infection noted on the patient's system, resulting in fever. A culture was used to confirm the infection. Surgical intervention was taken to explant the system on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
New information received notes that pocket erosion was noted. Additionally, no allegation was reported that the infection was caused by the implanted products.